Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, upon connecting the right ventricular (rv) lead into this pacemaker, a high out of range pacing impedance measurement of greater than 2000 ohms was recorded. The lead was disconnected, cleaned, and reconnected and the impedance measured at 1991 ohms. The physician decided to leave the rv lead as is and the device was programmed to pace unipolar and sense bipolar. A post-operative check revealed no abnormal measurements and the patient will continue to be monitored. The pacemaker remains implanted and in service. No adverse patient effects were reported.